Event description:
It was reported that the power cord was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the complaint was made by the customer in regard to this model bed in general, not one specific serial number. No specific serial number provided related to alleged event.

Event description:
It was reported that the power cord was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.